Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached and the fiber tip broke off at 9,937 joules. Also, it was reported that the fiber cap and tip were retrieved. No pt injury was reported. The device was not returned for eval.